Event description:
The customer reported that the housing for her pump in style power adapter fell apart, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer. The original device was received, however, as the date of this report a device evaluation has not been completed. Should additional information become available resulting in new, changed, or corrected date, a follow up report wil be created at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).